Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as a defective reference valve. The fse replaced the reference valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium patient results on their au480 clinical chemistry analyzer. The customer stated the sodium results are lower by a few mmol/l (to 7 mmol/l) compared to the second au480 analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.